Event description:
Additional information was received stating that the vns patient¿s device was not tested via system diagnostics. The patient¿s device has not been re-tested via system diagnostics to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and normal mode diagnostics revealed high impedance (dc dc ¿ 7). It is unknown whether system diagnostics were also performed. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Evaluation codes, conclusions; corrected data: supplemental MDR #01 inadvertently did not update the conclusions of the event based on the additional information received. With the available information, no conclusion can be drawn.

Event description:
Additional information was received stating that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and normal mode and system diagnostic results revealed high impedance (dcdc ¿ 7). The physician and patient elected not to pursue vns revision surgery as the patient did not experience seizure reduction with the device.